Manufacturer narrative:
No device failure. There was no failure of the lanx device. Another MFR's device contributed to the event. This event is being reported as part of a retrospective review of the company's complaint records. The company has recently re-evaluated this event based on new info and has determined that the event may be MDR reportable. Accordingly, the company is submitting the report in an abundance of caution to ensure full compliance with 21 cfr part 803.

Event description:
A patient underwent a revision surgery to adjust a lanx spinal fixation construct and re-position another MFR's interbody device because it migrated post-op. Per the initial reporter, the spinal fixation system had performed as intended and did not cause or contribute to the interbody migration.